Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The laser system was examined and tested at the customer location by an amo field service specialist (fss). During inspection of unit, the fss found the hv coke had melted. The fss replaced the hv choke, the ground choke, the ground choke wire, and the high voltage cable. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
The surgery center reported a burning smell and visible smoke from the laser system. The event occurred during a lens calibration. The technician shut down the laser system with the software displayed by unplugging the cord from the wall outlet. The technician turned on the fan system to clear out the smoke with the laser turned on off still. The scheduled surgeries were moved to another surgery center. No patient injury reported.